Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon issue was confirmed. As received, balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Further engineering investigation was performed. A product risk assessment was performed. Balloon inspections are performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. The instructions for use (IFU) were reviewed and stated that "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when this fogarty catheter was withdrawn from the patient, the balloon was burst. The balloon was tested before use and appeared to be normal. In addition, during the surgery the surgeon could not feel well the catheter when it was inside the patient. There was no allegation of patient injury. The device was available for evaluation.